Event description:
It was reported that there was constant alarming with no message. The event happened during testing. Additionally, the investigation identified an upstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported alarm issue. However, the investigation identified an upstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The uso sensor was replaced and the device passed all testing.